Event description:
It was reported to tyco healthcare/kendall in 8/2005 that a customer has a problem with a sharps container. According to the customer a nurse was placing a sharps into the 3 gallon sharps container and was stuck by a needle still in the counter balance.